Manufacturer narrative:
(B)(4).

Event description:
The physician was using a pacific xtreme pta balloon catheter during a procedure. During withdrawal the balloon broke in half. Half the balloon was then retained in the sheath. Physician was able to retrieve all parts of the balloon. No patient complications or clinical sequelae were reported for this event.

Manufacturer narrative:
Root cause undetermined. Deformation problem.

Event description:
Evaluation summary: the returned device was returned in two pieces: one section included the proximal part of the balloon, the shaft, the strain relief and the luer; the other section included the distal part of the balloon, the tip, the guidewire tube and a guidewire. No damages were detected on shaft, luer or the tip. The guidewire lumen was strongly corrugated and wrapped around the guidewire. The balloon had a defined circumferential cut, that caused the balloon separation in two pieces, and a longitudinal cut only in the proximal piece of the balloon. The guidewire lumen detached entirely from the luer, with no fail of the tube. It was not possible to remove the guidewire from the guidewire lumen.

Manufacturer narrative:
(B)(4).